Event description:
During an angioplasty procedure a ptca balloon catheter met some resistance as it passed thru the fully opened hemostasis valve of the device. Next, a stent was attempted to be passed thru the device when considerable resistance was felt at the hemostasis valve of the device despite it being fully opened. The stent had become dislodged and was removed. It was reported it was necessary to change the device while the coronary remained occluded. It was reproted this danger was compounded by the inability to loosen the hemostasis valve of the device which was gripping the 0.014" guide wire. While attempting to remove the device, the guide wire came back out of the coronary artery. At that point the vessel was occluded and there was no guide wire in position. The pt's situation was therefore critical. A new device was attached, the guide wire recrossed the occlusion and a stent was deployed in the proximal lad. An excellent result was obtained.